Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had very unstable impedance. After the device was connected and placed in the pocket, the rv lead impedance measurement was very low and the lead had no capture. The lead was removed and another lead was implanted. The patient was hospitalized overnight and the measurements the next morning showed no issues. No patient complications have been reported as a result of this event.